Event description:
It was reported that during an embolization treatment procedure, a shaft break occurred. The physician was attempting to treat the moderately tortuous hepatic artery with the use of a renegade hi-flo catheter. The renegade catheter was advanced over another MFR's .038 guide wire. As the renegade catheter was being advanced, it became stuck on the guide wire. When an attempt to pull back the renegade catheter was made, the shaft broke. The broken piece was constrained on the guide wire. The guide catheter was left in place and the guide wire, with the broken renegade catheter, was removed from the pt. The procedure was completed with the use of another renegade hi-flo catheter. There were no reported pt complications. The pt status is listed as "fine".

Manufacturer narrative:
Pt's age: 18 years or older. (B)(4).